Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) setscrew threads were damaged/stripped. It was noted that the right atrial (ra) lead would not advance pass the setscrew that was stripped. The physician put the lead as far as they could into the header. It was also noted that the left ventricular (lv) lead was not in a good pacing location. The lv lead was in an anterior position and not lateral, thus high threshold measurements was observed. Atrial sensing was turned off and the lv lead was programmed off and remain implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.